Event description:
It was reported to philips that the customer replaced the battery pca and the device failed the op check for the pacer. There is a pads cable failure message and a pacer equipment malfunction error message when the device is powered on. There was no reported adverse patient impact.